Event description:
Information received does not address the patient's clinical status but notes that the device exhibited an eri alert. The device appeared to be functioning normal except for the rate pacing at about 10 ppm below the programmed rate. The battery values did not show signs of depletion. The battery data was 2.76 v, 9 ua, <1 kohms. The device also had a history of back-up operation. The physician and the patient elected for device replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received